Event description:
As reported to customer relations via cri observation study complaint form: biliary stent placed in oct 2021 to treat porta hepatis mass (malignancy vs. Abscess). At 41 days post-procedure, the patient experienced asymptomatic covid infection. At 56 days post-procedure, the patient underwent planned removal of the study stent. The site noted that the stent was visibly occluded; patient asymptomatic. Additional procedures performed at the same time as study stent placement: balloon dilation stone retrieval biopsies of duodenal bulb cholangitis encountered, attempts to aspirate for cx failed (too thick0 cells for cytology obtained via brushing of right main hepatic duct fluorescence in situ hybridization (fish). Patient outcome: the patient had no symptoms from the occluded stents; both aes are noted as resolved without sequelae. Data collection includes 3 months post-procedure. No other aes are noted. The patient has exited the study.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. Supplemental report is being submitted as a correction report as this case was inadvertently sent with the date of 10/25/2024 in b4 and f8. The correct date should have been 9/25/2024.

Event description:
Supplemental report is being submitted as a correction report as this case was inadvertently sent with the date of 10/25/2024 in b4 and f8. The correct date should have been 9/25/2024.